Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead was not able to be fixed due to difficulty in tightening the set screw. The pacemaker was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of cannot fix leads because setscrews cannot be tightened was confirmed. Analysis shown the user incorrectly entered the torque wrench into the setscrew. Partial wrench insertions were being made into both insets of the setscrews which resulted in the user stripping the setscrew insets. No device anomalies were found. The user¿s incorrect use of the torque wrench caused the stripping of the setscrews preventing the setscrews from tightening. The setscrew anomaly was consistent with having occurred during the procedure.